Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter had kinked coils after the first pass and it caused lacerations in cervical esophagus. It was noted that the generator displayed an error code, but they were unable to recall the specific code. There were no loose components and the software was not upgraded. It was determined that the laceration in the cervical esophagus (between c7 and t1) occurred after the first set of ablation, probably due to the lack of clockwise turn on the removal of the catheter. The balloon did not look deflated. When the physician went back with the scope, the laceration was then noticed. The doctor and the technician were not aware of the correct procedure to follow. The barett¿s esophagus was 4 cm long with no dysplasia. The patient still complained of some odynophagia after discharge and was kept on liquid diet. The laceration was not clipped but was monitored by the physician with a CT scan. The patient will be seen, and the assistance of a representative was requested and scheduled. There patient was stable and will be rescheduled in 3 months. There was no user harm.